Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Upon visual inspection the service technician noted that they replaced broken rear case and door assembly. Replaced contaminated left iui and right iui. Replaced upper pressure sensor for check IV set. Based on the findings, service determined that the proximate cause of the reported issue was due to wear of the rear case - damaged/ cracked (bottom front right corner). Device history review a review of the device history record for sn (B)(4) was performed from date of manufacture 11/28/2012 to present date 12/18/2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
It was reported that there was unknown damage to the device. There was no patient involvement.